Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI ((B)(4) additional information indicates that during the valve alignment, the balloon could not be fully centralized, with balloon sliding. During the deployment was noticed that there is rupture in the balloon. The delivery system was returned for evaluation after use in the procedure separated from the sheath with a kink on the balloon shaft and flex shaft due to packaging. The delivery system was visually inspected. The valve was crimped over inflation balloon with the flex tip against the valve. The distal end of the balloon was bunched. The crimp balloon was torn adjacent to I/c (inflation/crimp) balloon bon. There were gouges on the flex tip. No imagery was provided for review. During functional testing the balloon shaft was able to be pulled to the valve alignment marker and locked. Full fine adjust was able to be performed with no abnormalities noted. With the balloon shaft pulled to valve alignment position and locked, the balloon shaft was able to be pulled with no slippage. This meets the specification. In addition, full fine adjust could be performed without difficulty over the crimp balloon. Due to the balloon tear, fine adjust could not be performed over the inflation balloon as it would lead to balloon bunching. Double wall thickness of the crimp balloon proximal to the tear was measured. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The crimp balloon double wall thickness was found to be within specification. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing. Of note, no failures occurred during product verification testing and the lot was release. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaints. A review of the related work orders did not reveal any issues that could have contributed to this complaint. Review of history for the related lot revealed no additional complaints. A review of complaint history from april 2018 to march 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon - torn¿ with returned devices. The complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors (high valve alignment forces due to tortuosity). A review of the complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for the trend category. IFU, prepping manual, and training manual were reviewed for instructions involving the commander preparation and procedure.  The IFU and training manuals state that valve alignment should be performed in the straight section of the aorta. No IFU/ training deficiencies were identified. The complaint was confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. As the device was able to be de-aired during device preparation, it is unlikely there was an issue with the balloon out of box. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment. If the physician performed valve alignment in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, which can lead to the reported fine adjust difficulty, and can potentially weaken the bond between the inflation balloon and crimp balloon. The flex tip gouges observed during visual inspection is indicative of some level of non-coaxiality of the valve against the flex tip. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definitive root cause is unable to be conclusively determined; available information suggests that patient (tortuosity) and/or procedural (valve alignment in non-straight section/residual fluid) factors may have contributed to the event reported. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Corrective action for this failure mode included updating the IFU with information from the training manual to ensure proper use of the device related to patient screening, device preparation and use. Reference section h9 of this report.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing (device return anticipated).

Event description:
As reported by our affiliates in (B)(6), during valve alignment on the 29mm commander delivery system, it was not possible to get the 29mm sapien 3 valve between the alignment markers. Despite this, the procedure continued. After the valve was positioned in the native aortic annulus, deployment started but the valve did not inflate.